Event description:
On 02/22/2022, it was reported by a arthrex employee via conversation that he had underwent a rotator cuff repair. During this procedure three arthrex implants had been implanted. The patient is currently scheduled to undergo a revision surgery as a result of the implants breaking post op. The implants have to be removed, and replaced with four new implants to repair the cuff.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event. As no further investigation was able to be performed no change in harm was identified.